Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-jun-2011, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller contacted technical services regarding MRI compatibility when the notes he read reported from (B)(6) 2018 shows impedances are interrogated and one lead is open. The caller did not have any additional information. No further complications were reported. No patient symptoms were reported.